Event description:
It was reported in a case in (B)(6) today when allegedly a drill snapped on one of their new sets (it's a set that they're trialing so it was reportedly a loan one was used). The drill is reportedly a 2.3mm quick release drill (code 80-0627). There was allegedly not any delay caused by this due to having a second drill on the set, so no effect on op (operation) times and won't have an effect on patient outcome.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.